Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, and bilateral salpingo-oophorectomy.

Event description:
It was reported by the attorney that the patient underwent gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient experienced pain, infection, vaginal scarring urinary and bowel problems, and erosion of her internal bodily tissue post-operatively. No additional information was provided at this time. On (B)(6) 2012, the patient underwent partial removal of mesh due to pain, bleeding, and continued urinary problems.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.